Manufacturer narrative:
(B)(4). The exact date of this peritonitis event is unknown. However, the patient experienced peritonitis on an unreported date about a month ago (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal and extraneal therapies were withdrawn. On an unreported date about a month ago, the patient experienced low grade infection which was thought to be peritonitis. On an unreported date, the patient was hospitalized for the event, was treated (unspecified) and released from the hospital. The patient seemed to be doing well and came home. The patient did not show signs of temperature and did not experience any pain. The patient was recovering from this peritonitis event.